Event description:
The patient was moved from the stretcher to the or table prior to surgery. The or table popped and automatically began to fold up with the patient on it. The head and feet of the table began to literally fold up. Staff held the patient's legs out, so they wouldn't be crushed and the bed was unplugged. The patient was moved to the stretcher. She was already intubated. The patient was not harmed by the table.